Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) pressure is not sensing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) ibp pressure is not coming.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: e1(event site telephone). A getinge field service engineer (fse) evaluated the unit. Checked the machine on trainer and found machine is working good. Problem found in pressure cable that this cable is physically damaged. Need to replace the pressure cable. The damaged cable was not replaced, however device was handed back to customer in good working condition. A supplemental report will be sent if additional information is provided.

Event description:
N/a.